Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). G1b mfg contact first name-additional information g1d mfg contact last name-additional information g1f mfg contact address street line 1-additional information. G1h mfg contact city-additional information. G1l mfg contact zip code-additional information.